Manufacturer narrative:
Determination of root cause: assessment: a review for 3 months prior to the reported date showed no previous events of this type for this system. The territory manager advised the site by phone to reset the system and try again. This was successful and they were able to continue and complete the pt's surgery. Conclusion: unable to identify root cause for this event. No further corrective and preventive action is warranted at this time. (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: low energy message. A technician reported surgery was interrupted by a low laser energy message. The territory manager advised the site by phone to reset the system and try again. This was successful and they were able to continue and complete the pt's surgery. The physician did not feel the pt had been harmed or injured by the event. Pt's outcome was not affected.